Event description:
The patient safety report stated that this is a defect in equipment. No patient harm was noted, no significant blood loss, no air emboli is suspected. The line was clamped immediately upon realization that the white port came off of the line. No medications were running through that line. Md notified. Patient was being repositioned in bed. Patient was turned on his side and sheet was being pulled through underneath him. As sheet was pulled through, the hub of the proximal lumen of the cvc ripped off of the central line. The line was immediately clamped and patient was assessed. Patient did not have any immediate complications following incident. Physician was notified. Vast rn was notified. They came to place peripheral IV and then cvc was removed. Manufacturer response for 8.5 central venous catheter, (brand not provided) (per site reporter). I contacted arrow/teleflex complaints. I left a message and she contacted me telling me to contact my rep. She is emailing my rep and copying me.